Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection states fiber was received in one piece and there were not visible defects on the fiber body. Microscope inspection identified that the tip was degraded. During functional testing, there was no connector was no light exciting at all. The functional testing identified that there was no light exiting the connector, indicating an internal fracture. Fractures within the connector component can occur during procedural handling of the fiber at preparation or reprocessing. This connector component fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. According to the labeling review, it states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.

Event description:
It was reported that during an enucleation of benign prostatic hyperplasia procedure the newly opened disposable fiber was scrapped after only a few uses. The procedure was completed with another of same device. The patient condition following procedure was stable, there was no patient complication. The fiber was returned, and the analysis found an internal connector fracture. Therefore, reportability is met based on this connector fracture finding.